Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with pm438r - jaw ins.bip.maryland diss.fen.5/310mm. According to the complaint description, the ceramic was damaged and came off. This occurred during an unspecified gynecological procedure. An additional medical intervention was required. There was a surgical delay due to the search for debris. It was unknown if the piece remained in situ. The adverse event / malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: inside the joint of the tongs, it is visible that the grey and blue ceramics are broken. The mouth of the forceps is severely bent due to too much force being applied - this is most likely due to twisting and led also to the fractures of the ceramics. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: a use-related error, e.g., due to improper handling leading to an overload situation (for example, twisting or canting), most likely led to the massive damage in the form of fractures on the instruments. According to the instructions for use (IFU), excessive force must be avoided. Conclusion and measures / preventive measures: based upon the investigation results, a CAPA is not necessary.